Event description:
Customer observed a (B)(6) result for advia centaur xp (B)(6) which did not match the clinical picture of the patient or the result from an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) results when compared to the clinical picture and an alternate method is unknown. Siemens has requested the sample for additional testing. (B)(4).

Manufacturer narrative:
Siemens submitted MDR 1219913-2014-00289 on (B)(6) reporting a negative result for advia centaur xp hbct ((B)(6) which did not match the clinical picture of the patient or the result from an alternate method. Additional information march 6, 2015 siemens requested the sample for additional testing, however, siemens has not been able to obtain the sample. Without the sample, no root cause can be determined. Siemens does not suspect a hook effect of the sample as the assay utilizes a two-pass assay configuration which reduces the likelihood of a hook effect.